Event description:
Information received from the field notes that during a routine office visit, loss of capture was seen during threshold testing. The patient was pacemaker dependent and experienced a syncopal episode.